Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. (B)(6). Device not returned.

Event description:
The customer reported the rad-97 was "powering off by itself." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-97 was "powering off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: this follow-up MDR is being submitted to correct the entry for g3. Date received by manufacturer or responsible person on follow-up# 001. G3 was 01/26/2025; is 01/26/2026. E1. Initial reporter zip code: (B)(6).

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. A defective battery prevented the the device from powering on via battery or operating when disconnected from ac power. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "powering off by itself." There was no patient impact or consequence reported.